Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the clinical support specialist (css) that the iab was inserted without difficulty or incident, when the staff attempted to initiate pumping, high pressure alarms occurred x2. There were no noted kinks and the iab appeared to not unwrap under fluoroscopy. The md opted to exchange the iab. A second iab was inserted in the same site. There was minimal delay and the patient remained stable throughout.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab would not inflate completely is not confirmed. The returned intra-aortic balloon catheter (iabc) bladder was fully intact with no abnormalities noted. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported by the clinical support specialist (css) that the iab was inserted without difficulty or incident, when the staff attempted to initiate pumping, high pressure alarms occurred x2. There were no noted kinks and the iab appeared to not unwrap under fluoroscopy. The md opted to exchange the iab. A second iab was inserted in the same site. There was minimal delay and the patient remained stable throughout.